Event description:
Laparoscopic placement in 2005 on a pt. Re-operation 3 months later prosthesis removed due to esophageal perforation. The surgeon claims that the "hanging" overlap is too small to stay in place correctly. X-ray pictures also available.